Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1316402) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.

Event description:
It was reported by the aci vascular closure specialist that a patient underwent a catheterization procedure on (B)(6) 2013. Following the procedure, the physician who is in training, selected a mynx grip vascular closure device 6f/7f to close the access site. It was reported that the balloon burst. No further information is available.